Event description:
Additional information was received via an article that provided additional information relating to the patient. It was found that this event is the same event reported in med watch # 1644487-2008-01785. All reporting and investigation will continue in med watch # 1644487-2008-01785.

Event description:
It was reported that a patient underwent a full revision surgery. The patient's generator was replaced due to normal battery depletion and the lead was replaced due to a defective electrode. Attempts to obtain additional information from the physician was made to determine what was meant by the "defective electrode" but no additional information has been provided to date. The lead model and serial number were reportedly unknown and the product was discarded after surgery. The post-op impedance values were within normal limits.

Event description:
Additional information was received from the explanting physician stating that the reason for the lead replacement was "electrode isolation" being "deficient over a long distance."

Event description:
Further information was received that prior to the replacement surgery the system and standard diagnostics were ok every time the device was checked. During the o.r, they noted the pulverized lead. The new lead and generator were implanted. The products has not been received by the manufacturer to date.